Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a breast augmentation revision procedure with mentor memorygel breast implant 425cc gel breast prostheses developed pain in both of her breasts post implantation. Additionally, it was reported that an MRI showed intracapsular rupture of the right breast prosthesis and possible rupture of the left breast prosthesis. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
On 17-mar-2022, mentor received additional information about the event: an updated event date of (B)(6) 2021 was reported. The patient was scheduled to undergo bilateral explantation on (B)(6) 2022. Reason for device explant and/or reoperation: bilateral breast prosthesis rupture, bilateral breast pain. Manufacturer¿s reference number: (B)(4).